Event description:
A medtronic ent representative reported an inaccuracy while in an ent procedure with the fusion navigation system. Medtronic technical services representative walked through troubleshooting with the surgeon who registered making multiple passes over the bridge of the nose, negating passes under the eye and making passes across the superior region of the brow. The surgeon reported being accurate in the navigate. The procedure continued as planned and was completed with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info was not available at the time of the report. Software investigation was completed. Findings are that the inaccuracy was attributed to poor trace pattern. The user was provided training.